Manufacturer narrative:
Additional customer contact information: name: (B)(6), e-mail: (B)(6), occupation: biomedical engineer, phone: (B)(6). A getinge field service engineer (fse) confirmed issue and stated that failure observed by end user ¿not powering up¿. Tested cardiosave and observed batteries completely depleted and intermittent charging sequence of batteries. Potential failure of power management board causing batteries not to charge. Fse ordered power management and return had to install. Returned on 3/14 and installed new power management circuit and corrected charging failure. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. The power management board was observed per the cardiosave service manual with visual damage. Q27 was observed to be shorted and (burnt component) verified. Part was unable to be tested with the observance of a defective component (q27). Retained the power management board in the failure analysis and testing department per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is not powering on.